Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc (relative state of charge) from the chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the chip however a definitive root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, post-operatively, after case completion, when the adapter and shell were removed the screen went dim and the handle would not reset. The charger also did not recognize the handle and pressing the two "fire" buttons won't reset the handle. There was no patient involved.